Event description:
It was reported to physio-control that the customer's device failed to deliver a defibrillation shock when used on a patient in cardiac arrest. The therapy cable was replaced and a defibrillation shock was then successfully delivered to the patient. No negative outcome for the patient was reported.

Manufacturer narrative:
Physio-control further evaluated the quik-combo therapy cable and determined that the cause of the reported failure was due to the therapy cable wires being gashed and cut through at approximately 13.5 cm from the quik-combo strain relief. This caused the cable to be unable to monitor or to deliver therapy.

Manufacturer narrative:
(B)(4). The device will not be returned to physio-control for evaluation. The therapy cable that was replaced will be sent to physio-control for further evaluation. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.